Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to remove the medication. A technical support specialist (tss) reviewed the server configuration, confirmed that the medication identifier had security groups assigned, and ran an inventory report, which showed that the medications were not loaded at the affected station. The case contact was reached, and the d50 issue was resolved after the medication was loaded into station. The issue was isolated to the ed station, where users reported incorrect ordered amounts, although no order identifier example was available. Server checks confirmed that was loaded in the ed, and while some orders were reportedly sent as zero units, no formulary or configuration issues were identified. The case was monitored for the remainder of the week, no further issues were reported, and the case was closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to remove medication. Medids d50 and inshlspv shows not available in order due to migration of the hospital server. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.